Manufacturer narrative:
The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient passed away due to pneumonia. There were no reports of device-related issues from the patient prior to the passing. Nevro attempted to obtain a medical assessment but the healthcare provider would not provide additional information.